Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that healthcare professional recommended that basal rates be doubled and customer requested assistance. Customer reported that changes would be for only three days. Customer reported to have been sick with chills and fever and had high blood glucose between 500 mg/dl and 600 mg/dl, but it did not cause any serious injuries. Customer received assistance.